Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services recommended to bring the patient into the clinic for further evaluation and discussed defibrillation threshold (dft) testing. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 200 ohms. Technical services recommended to bring the patient into the clinic for further evaluation and discussed defibrillation threshold (dft) testing. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the svc coil had a fracture in it. Subsequently, the whole system was explanted as the patient does not need the device for pacing and the patient will be implanted with an ev implantable cardioverter defibrillator (ICD) after. The lead is not expected to be returned. No additional adverse patient effects were reported.